Manufacturer narrative:
No product is being returned for evaluation.

Event description:
Patient developed a rash after implantation of the titanium anchor. The patient underwent shoulder surgery, using a twin-fix ti anchor. It was stated that the patient is doing fine and is seeing an allergist.